Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8703w, lot# l52353, implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 500 mcg ml; 50 mcg day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was unknown. It was reported the patient had fluid buildup in pump pocket. The physician decided to replace the catheter due to cerebrospinal fluid (csf) tracking from the intrathecal space to the pump pocket. During the case the physician determined the catheter was broken at the pump connector. The physician had concerns with infection so he replaced the pump. The pump and catheter were explanted (B)(6) 2016. No environmental/external/patient factors may have led or contributed to the issue. No troubleshooting was done. The issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.